Event description:
Check out unit. Dr claims unit was switched to 2 bpm from 20 bpm. In simv mode, the ventilator can be switched to 2 bpm accidently. But alarms would activate; will check for alarm activation. Set up ventilator, left settings as found: preset pirspiratory minute volume: 12.0; rate 20; sensitivity - 5 synchronized intermittent mandatory ventilation + press support. Unit was switched to 2 beats per minute but the audible alarm did not activate to indicate apnea or low volume. Visual alarm activated though. Changed settings to 20 beats per minute and alarm deactivated to normal poution. Set unit to 2 beats per minute after 20 second. Unit was audibly and visually alarmed. Unit has intermittent alum problem. Other than the alarms, the unnit is within specs. For rate. The display minute volume heads higher by 1 lpm than the setting but this had no bearing on t6he original complaint.